Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during or testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone, she thinks the insulin pump was frozen. Customer stated she was attempting to bolus and when she entering the numbers, the device kept scrolling. She attempted to resolve the issue by removing the battery a couple of times but anomaly persisted. Customer's blood glucose was 148 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm, however she does keep the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.